Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, and minor scratches on the display window. No missing reservoir seal was noted.

Event description:
It was reported that the customer had a crack on the reservoir compartment. Customer also had a piece missing and the o-ring was falling out. Customer stated that she bumps into things since she wears the pump on her hip and is a school teacher. Customer's blood glucose level was 131 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.